Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 275732 on panther instrument sn (B)(4) which had two discrepant samples. Both samples were accidentally run in duplicate/triplicate and gave several invalid results before giving a valid one. Customer reran the samples from the same tube but changed the caps.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed one sample was valid and negative; the invalid results were likely due to mucous interference. Hologic product applications specialist (pas) reviewed logs and determined the other sample was of low-target concentration; the assay was successfully in capturing/amplifying the target 2 out of 3 times, and customer reported the positive result. Ts relayed this information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.